Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the requested bolus does not resume after insulin is suspended. Customer's blood glucose (bg) was 204 mg/dl. Tandem technical support provided additional training in regards to bolus delivery.